Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag broke inside of the patient. It had sharp ends sticking out inside of the patient. There were no patient consequences. Case was completed by removing the gall bladder without the bag.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device was received in good physical condition and fully deployed. The suture and the bag were returned for analysis. The event could not be confirmed as not enough information about the event was provided. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.